Manufacturer narrative:
Rollator model 66500 (B)(4). The sn provided is not a sn tracked by invacare. The manufacturer is unknown. The consumer is (B)(6) and meets the height limits [pg. 1 pn 1148077] for the 66500 5'8" - 6'5" the consumer weights (B)(6) which meets the 500lb weight limit [product label]. The user instructions part no 1148077 page 1 provides the following instructions for the consumer prior to use. It is not known if the consumer followed these instructions. The brakes must be in the locked position before using the seat. All wheels must be in contact with the floor at all times during use. This will ensure the rollator is properly balanced. When using the rollator in a stationary position, the hand brakes must be locked. Always observe the weight limit on the labeling of your product. Check that all labels are present and legible. Replace if necessary. The rollator basket has a weight limitation of 11 lbs (5 kg). The tote bag has a weight limitation of 10 lbs (5 kg). Items placed in either the basket or the bag should not protrude from the basket or bag. After installation and before use, ensure that all attaching hardware is tightened securely. Do not attempt to reach objects if you have to move forward in the seat. Reaching for these objects will cause a change to the weight distribution of the rollator and may cause the rollator to tip, resulting in injury or damage. Do not hang anything from the frame of the rollator. Items should be placed in the basket or the tote bag. The backrest should always be in place and is not designed to support the total body weight of the user. Before attempting to reach objects or pick them up from the floor by reaching down between your knees, place feet securely on the floor. Use extreme caution when reaching for any object

Event description:
The consumer could not get his garage door open and stated as he sat down on the seat, the chair allegedly snapped and the consumer fell to the ground. The paramedics were called. No serious injury is alleged.